Event description:
The company was informed that the pt's electrode has reportedly extruded. The pt's device was explanted and the pt was reimplanted with another cochlear implant. Partial electrode array of explanted device was returned to advanced bionics on (B)(6) 2011.